Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a red, irritated, raised, redness in the center irritation. Skin is not blistered or bleeding. The patient's physician recommended using cortisone cream and leaving the device off until the affected area healed. During a follow-up it was reported that the irritation was improving after removing the device and applying cortisone cream as recommended by their physician.